Event description:
It was reported that the pump display was missing pixels making it difficult to read the screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.